Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in good condition. The pump did not have any physical damage. The event history log was reviewed and a force sensor test error. This error was replicated when the pump was powered on. The investigator was unable to calibrate the force sensor error. The investigator determined that the product problem occurred because of fluid ingression. The fluid ingression was localized to the plunger assembly. This damage was attributed to the customer. User damage was established as the root cause of the product problem. The investigator replaced the whole plunge assembly, plunger tube, and plunger cable. Preventative maintenance was then performed. The pump subsequently passed all the functional tests.

Event description:
It was reported that the medfusion pump had a force sensor failure. There was no patient involvement.